Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 27th april 2010 and that it had performed to specification up to the 19th august 2012. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 22nd august 2012 and 26th august 2012. During this time the pad-pak became depleted. On the 25th february 2014 a new pad-pak was installed and the device was manually powered up passing a self-test. Further multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 1st march 2014 and the last log entry on the 1st may 2014. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.